Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump changed the rate from 15 ml/hour to 25 ml/hour without human intervention (over infusion) during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "changed the rate from 15ml/hour to 25ml/hour without human intervention" was not reproduced. The event history log was reviewed and showed on 17-feb-2026 the infusion was programmed and running at a rate of 15 ml/hr with no evidence of any rate change or system generated events indicating a change to 25 ml/hr. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.